Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the reservoir had air bubbles. Customer's blood glucose was 389mg/dl, treated with set change and bolus, customer declined troubleshooting, due to her feeling it was the bent cannula. The customer did not have the tubing clamp to check for leaks. Advised customer to change infusion set. The customer was unable to push air back into insulin vial. Advised to monitor and call if problems persist.